Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. One day after onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with vancomycin (two grams, frequency, duration and route not reported) and fortacef (one gram, daily for fourteen days, route not reported). At the time of this report, the patient was doing well, the peritonitis was resolving and the patient was recovering from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.